Event description:
A report was received stating the tracheal tube was occluded at the respiratory cap connection site. Though requested, add'l pt info was not made available to the MFR.

Manufacturer narrative:
(B)(4).